Manufacturer narrative:
The biomedical engineer contacted product support and was advised to replace the data acquisition board , power management board and da to mc cable. Patient information was requested and the customer refused, reporting the information is confidential. The biomedical engineer states the he run and tested the unit for two weeks and he could not reproduce the problem. No part was replaced and the unit is now back in service.

Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.